Manufacturer narrative:
(B)(4).the label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was use error open clamp.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line) and a system error 2367 during patient connection during initial drain. Baxter explained that the supplies were compromised and the hp would need to start over with new supplies as there was a clamp open on an unused line. Baxter also reviewed proper procedures with the patient. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the nurse on (B)(6) 2011. The nurse stated the event was reported and the patient the patient resolved the issue by completing a manual exchange. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA